Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked lcd zebra connector. We were unable to perform the self-test, error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, verify the operating currents, or verify excessive no delivery alarm due to missing segments. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of over 400 mg/dl. Customer was not feeling well. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Caller reported that customer was receiving no delivery alarms and had tried all remedies. Caller was advised that insulin pump would need to be replaced.